Event description:
Following an atrial fibrillation ablation procedure, a blood clot was noted on the tip of the catheter when removed from the patient. No output, temperature, impedance, or flow alerts were noted during the procedure. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The event description states that ablations were performed at 32w with an irrigation rate of 17 ml/min. The tacticath se contact force ablation catheter instructions for use (IFU) recommends a minimum irrigation rate of 30 ml/min when ablating at a power greater than 30w. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.